Event description:
The patient was undergoing an endoscopic laser cholecystectomy on 11/16/92. The double video monitor set-up was checked prior to case. When surgery began the doctor complained of poor video quality, the monitors flickered and went from color to black and white. All the connections were checked and finally the video monitor was changed, and there was a good picture. Shortly there after the procedure was completed. On 11/20 the patient returned to surgery for evacuation of bile, peritoneal lavage and insertion of jackson pratt subhepatic darain. He went home about a week later. This man was readmitted on 12/7/92 because subphrenic abcess and pleural effusion. He had surgery 12/8 for drainage of the abcessdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.